Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and battery testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device cannot turn on issue was identified during battery testing. The cause of the condition was determined to be blown fuses and a damaged battery. To correct the condition, the battery and fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.